Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that paddle tray was damaged. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the paddle tray assembly. The customer refused philips servicing and will use non-philips repair services to resolve the issue. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.